Event description:
It was reported that there was debris on the cone of the patient interface (pi). The debris touched the patient's eye. The pi was switched to a different one and the procedure was completed successfully. No patient injury and/or complications were reported.

Manufacturer narrative:
Device evaluation: one (1) reported patient interface was received opened within original packaging. The reported lot number is confirmed. A visual inspection of the returned product reveals residue on the lens of the patient interface cone. The reported event is confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: due to the opened condition of the product return, how and when the residue occurred cannot be determined. Therefore, product deficiency and malfunction cannot be confirmed. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.